Manufacturer narrative:
Correction to h6 based on additional information. Please reference related manufacturer report no: 2015691-2021-06312. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. It is possible that the malposition could be due to tavr procedure factors described above or patient factors (sinotubular junction (stj) caused the balloon to move down during deployment) may have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report was created to capture the event associated with the first valve. Investigation is still ongoing.

Event description:
As reported by the territory manger, during a transfemoral valve in valve tavr procedure for a 23mm sapien 3 ultra valve in an unknown make, model, and size homograft, the valve migrated. The homograft failed after 21 years due to a leaflet laceration. The plan was to deploy the 23mm s3u valve within the aortic homograft in an 80:20 aortic/ventricular (a/v). However, post deployment, the s3u valve landed too low in the aortic homograft, approximately 50:50 a/v. It is believed that the coaxial plane and positioning were good prior to deployment, and that possibly the sinotubular junction (stj) caused the balloon to move down during deployment. Over the course of several minutes the valve appeared to migrate into the left ventricular outflow tract (lvot) into a 20:80 aortic/ventricular (a/v) position. The team was concerned about further valve migration into the ventricle, so they implanted a 2nd 23mm s3u valve to anchor the 1st valve. Post deployment the 2nd valve landed almost at the same position than the first one due to a potential ectopic beat which caused the valve to land only slightly higher than the 1st valve. There was no central leak and no paravalvular leak. Although both valves had landed low, the team decided it was stable enough in this 20:80 and 10:90 a/v positions and it was decided to not place a 3rd valve and proceeded to remove the left ventricle (lv) wire and the catheter. Approximately 15 minutes later both sapien3 valves embolized into the lv and they appeared to settle in lateral wall of the left ventricle. The team planned for the surgeon to convert to an open procedure immediately due to the embolized valves. Approximately two hours later the tm was informed the patient arrested while the team was arranging a transfer to another hospital for surgical valve removal. It is believed that the patient arrested due to the embolized valves reversing in the lv and flipping upside down into the lvot.